Event description:
It was reported that the patient was in surgery for an implantable neurostimulator (ins) replacement. After a set screw was loosened it was very difficult to pull the extension out of the block. The set screw was checked several times to make sure it was loose and eventually it was removed completely. They were still unable to remove. The dummy plug was removed without difficulty. After a call to technical support the physician was able to pull it out and the end did not appear broken or distorted but the physician was unable after several attempts to insert the new ins. The proximal end of the extension distorted so unable to insert into the ins. The physician was not able to replace the extension on the day of the report and the dummy plugs were put in each side of the ins and inserted in the pocket. They would bring back the patient to surgery to replace the extension. The patient had less than 50% therapy relief at the pocket site. The surgery to replace the extension was on (B)(6) 2015 and the patient was getting effective therapy.

Manufacturer narrative:
Concomitant: product ID 3998, lot# v415288, implanted: 2011-(B)(6), product type lead. Product ID 3708240, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2015-(B)(6), product type extension. Product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results for (B)(4) indicate that the stimulator extension proximal end insulation was mio. (B)(4)